Event description:
A sales rep called to report that the customer was taken to the hosp for low bgs. It was stated that the customer was in a camp. The customer gave a friend a piggyback ride and the friend accidentally kicked the pump. The reservoir became dislodged and the pump delivered insulin into their body. It was indicated that the driver arm seems to be bent and the lead screw appears to be damaged.